Event description:
It was reported that a muscle stimulation patient presented in clinic for normal follow-up in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Date received by manufacturer: should have been 26-jul-2013 rather than 26-jul-2913.